Event description:
It was reported that a patient underwent revision surgery approximately 3.5 months post-operatively to address two fractured denali contoured deformity rods. This report captures the first of two rods.

Event description:
An updated communication received from the field indicates that only one denali contoured deformity rod fractured. This report captures the fractured rod.

Manufacturer narrative:
Additional data: a2, a3a corrected data: b5 h6 coding has been updated to reflect completion of the investigation.